Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 93093li00. No trends were identified for the architect anti-hcv reagent. A retained reagent kit of architect anti-hcv, lot number 93093li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. Sensitivity performance was evaluated by testing four replicates of the positive control; all values were within specifications. Additionally, 2 commercially available seroconversion panels were tested, and the results were compared to architect anti-hcv results provided by the panel manufacturer. The reagent detected the same bleeds as reactive. The performance of lot 93093li00 was reviewed and no issues were identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hcv reagent.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed a (B)(6) result on the architect analyzer. The following data was provided: (B)(6). There was no impact to patient management reported.